Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 damaged lcd. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: (B)(6). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no patient or user harm: no case description: customer reports physical damage to the lcd on their 8015. Case resolution: customer requests part number for the lcd and any other parts I think they should replace. Customer stated the unit was dropped. Along with the front case, I also informed the customer the lcd retainer may be damaged as well. Provided retainer part number customer will order parts through parts source. Ended call.